Manufacturer narrative:
(B)(4). Date sent: 4/22/2025 d4: batch # unk . An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any unusual sounds heard? What were the indications for the procedure? What was the procedure? Was the tissue excessively thick? Did the patient receive any preoperative chemotherapy or radiation? Was any buttressing used? If so, what kind? How was the air leak treated? How far after the procedure was the ail leak identified? Is the product returning? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, went to fire stapler on the fissure. Stapled ¾ of the way and then stopped. Took the battery and out and put it back in with no joy.. Forgot to use the knife reverse switch, and manually brought the knife back. Staple line looked ok but patient now has an airleak.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2025. D4: batch #: 183d91. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and three gst45g reloads present. The reload (b) was received fully fired with a b-formed staple inside of one of the pockets. The reloads (c and d) were received fully fired. Upon further inspection, the reloads were found to have damaged on the knife channel. The found damage on the reloads is consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery's quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 183d91, and no non-conformances were identified.